Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during total knee replacement procedure, the device's needle was broken. Another device was used to complete the procedure. No patient injury has been noted.